Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The patient was new to pd therapy. The patient was critically ill and was admitted to the hospital with abdominal pain, shortness of breath, oxygen desaturation, serious electrolyte abnormalities, and severe sepsis. A culture test was performed, which confirmed the growth of streptococcus salivarius sepsis. The patient was actively received oncology treatment for neutropenia amyloidosis. The patient¿s condition continued to deteriorate during admission and the patient expired three days later. Additional information has been requested, however to date has not been received.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Clinical review: a temporal relationship exists between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and liberty cycler set and the patient¿s hospitalization for peritonitis and septic shock with fatal outcome. Based on the reported information, the patient¿s exact cause of death cannot be determined. However, there is no objective evidence that a liberty select cycler or liberty cycler set product deficiency or malfunction caused the patient¿s death. The patient¿s death was probably associated with septic shock as mortality risk is high with severe infections. The patient¿s comorbid condition of neutropenia is a significant risk factor for rapidly overwhelming infection which can cause septic shock and death. Nonetheless, the patient¿s concomitant peritonitis infection is a likely contributing factor in this event. The exact cause of the patient¿s streptococcus salivarius peritonitis cannot be determined with the information currently available. However, there is no objective evidence which indicates that a liberty select cycler or liberty cycler set product deficiency caused or contributed to the peritonitis infection. Peritonitis is a well-known potential complication in pd patients which can be a result of multiple potential etiologies. It is well documented that a common cause of peritonitis is breach in aseptic technique during the pd exchange. Manufacturer instructions for use (liberty cycler set, dual patient connect) cautions the user to use aseptic technique (mask and wash hands) when connecting/disconnecting from the cycler and anytime connecting lines to solution bags to reduce the chance of infection. It is unknown if the patient adhered to aseptic technique. However, it is possible the patient¿s peritonitis was associated with air-borne contamination as the patient was relatively new at performing the pd procedure using fresenius products and may not have followed manufacturer instructions for use.